Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d4, h6. Corrected fields: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image was not displayed because communication failure occurred due to the bent terminal of the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there were found to be deformed pins. Additional findings include the following: video connector socket is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center does not transmit the image from the camera head, found during preparation for use. There were no reports of patient harm, and the procedure was completed using the same set of equipment.